Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2009. During the procedure, the surgeon's attempts to dissect the vaginal skin away from urethra were unsuccessful due to loss of plane, which was likely because of the patient's multiple previous surgeries. Initial attempts to place the urethral sling were unsuccessful and the device was removed. The procedure was completed with a pelvic floor repair mesh.

Manufacturer narrative:
(B)(4) - unsuccessful attempt to implant the device occurred due to patient's multiple previous surgeries.conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-03455. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced hematuria, urinary frequency, urinary leakage, urinary retention, pelvic pain, stress incontinence, cystocele, and postvoid dribbling.

Event description:
It was reported that following insertion the patient experienced hematuria, urinary frequency, urinary leakage, urinary retention, pelvic pain, stress incontinence, cystocele, and postvoid dribbling.